Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer head had a cracked upper case (the light-emitting diode window) and a damaged cable (the insulation was cut) and that the label was delaminated, all were replaced. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).